Event description:
Customer reported a past high blood glucose (bg) event with levels exceeding 500 mg/dl. To resolve the high bg, the customer changed the cartridge. Control iq feature was on during the event, and the customer is not experiencing frequent high bgs. Cts recommended that the customer consult with a healthcare provider to discuss potential factors affecting bg levels, and the customer acknowledged understanding.